Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found no anomalies. Tissue was noted entwined in the helix, and blood was observed in the helix housing. Electrical testing was performed, confirming the lead was electrically continuous. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and perforation of the heart wall.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a couple of days post-implant, loss of capture (loc) was observed on this right ventricular (rv) lead. An echocardiogram was performed and revealed the lead had perforated the heart wall. Two weeks post-implant, this rv lead was explanted and replaced with another lead of the same model. No additional adverse patient effects were reported.